Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with infective endocarditis, and a transesophageal echocardiography (tee) revealed there was vegetation on the implantable cardioverter defibrillator (ICD) system. It was further noted that bacteremia/septicemia was present. The patient was treated with medications, and the ICD system was later explanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.